Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial#(B)(6), implanted: explanted: product type programmer, patient h3:analysis of the 97740 programmer (ptm) (serial number (B)(6), revealed a worn/corroded bottom case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their patient programmer was not working right. Patient stated that they put new batteries in the patient programmer and it would not turn on; patient followed up saying that they switched the batteries 3 times and still no power. Patient reported that the issue has been going on for probably a couple months and that sometimes the patient programmer would power on and sometimes it would flicker; the patient programmer would work intermittently. Agent walked patient through removing the batteries and re-inserting the batteries and patient confirmed that the programmer did not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the patient programmer. Unrelated medical history; patient stated that their hands are starting to shake.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.